Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the current case is for the august 26, 2024 emergency room event. Please see (B)(6) for the (B)(6) 2024 hospitalization event. It was reported through medwatch that on august 26, 2024, customer was at her diabetes educator¿s office to get her pump programmed and her blood glucose was 180mg/dl on the educator¿s meter around 5pm. On the way home, her husband, who was driving, noticed she was not acting like herself and was lethargic, so he took her to the emergency room (arriving at about 6pm). She did not have hypertension on this instance. Her low blood glucose was 28mg/dl. She was treated with glucose gel by mouth and was released at 11:30pm. There was no hospitalization. Troubleshooting was not done. It was unknown if pump has automode/smartguard feature. Pump is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose event. The customer reported blood glucose value of 28 mg/dl. The customer reported hypoglycemia, hypertension, cognitive changes, lethargic treated with hospitalization: overnight stay, other, other, other. The event involved product(s) unomedical, unk_ngp, mmt-332a. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. It is unknown whether the customer will continue using the insulin pump. No product return is required for unomedical. No product return is required for unk_ngp. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.